Manufacturer narrative:
Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: neu_unknown_lead, serial/lot #: unknown, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported that an impedance issue was first discovered with the patient's left system in (B)(6) 2018. The rep reported that all mono polar pairs were observed to have high impedance. The rep reported that the high impedances remained after the patient's extension and battery were replaced. The rep reported that the lead was tested using alligator clips and they got high impedance on all tested pairs. The rep reported that the hcp decided not to turn on the replacement ins and stated they would follow-up with the patient to discuss replacing the lead. The hcp reported that the electrode impedances were in the range of 6-13k ohms, tested at 3v. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the surgeon thought the high impedances were due to a damaged extension so the extension and battery were replaced on (B)(6) 2018. In addition, the cause of the damaged lead wasn¿t determined and was still implanted in the patient. The healthcare provider (hcp) was going to discuss replacing the lead with the patient. No further complications were anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'device' information references the main component of the system, other applicable components are: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: extension; product ID: 3389-40, lot# unknown, implanted: (B)(6) 2003, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6)2013, explanted: (B)(6) 2018, product type: implantable neurostimulator. The extension (serial: (B)(4)) was returned segmented; however electrical testing of the returned segments determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the extension determined continuity was complete and no electrical shorts were identified between the circuits. The returned lead (lot: unknown) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #0 conductor was broken 1.7 cm from the proximal end of the lead. There were no shorts between circuits, but continuity was not complete. Evaluation coding updated per analysis completion of lead, and updated FDA coding guidance. Conclusion code and result code apply to the extension. Conclusion code and result code applies to the lead. Method codes no longer apply per updated FDA coding guidance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2008 explanted: (B)(4)2018 product type extension product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2013 explanted: (B)(4) 2018 product type implantable neurostimulator product ID neu_unknown_lead lot# unknown serial# impla nted: (B)(4) 2003 explanted: product type lead code applies to the lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the caller mentioned they got a call from another rep that they had to replace the ins and extension, but they were showing high impedance on case values and determined it was a lead issue. The caller stated that the rep had already reported the case in mpxr. The caller wanted to know if they had heard of a lead issue presenting with only c values elevated. In a follow up from the rep it was stated that the doctor tested the lead and found high impedances they determined that the lead was likely damaged. They were going to follow up with the patient in clinic and determine if they were going to replace the lead. There were no further complications reported.

Manufacturer narrative:
Analysis of the extension (serial # (B)(4)) determined that the extension body was cut through and the extension segmented. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2003, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had the lead explanted on (B)(6) 2018. The surgeon clipped the lead and left a partial piece under the scalp between the stimloc and extension wire. The lead would be returned for analysis. The reason for the explant was high impedances following a battery and extension replacement on (B)(6) 2018, and they remained high. There was difficulty with programming to reduce symptoms. A new lead was implanted and the issue had resolved. There were no further complications reported.